Event description:
Customer reported that a sample was tested on the galileo for reflex abo_ab assay and had resulted as o rh pending. Weak d test was performed on the galileo with the final result being o pos due to a pos weak d result. This was a first time donor so the sample was retested on the same galileo and resulted as oneg, the weak d resulted negative. The sample was tested on the other galileo and manually by tube method all resulting in a neg weak d result with the final determination being an o neg.

Manufacturer narrative:
Review of instrument images: initial testing: plate (B)(4) run on (B)(6) 2011 sample (B)(6), well g1- neg result / 15 reaction strength- visually negative, well h1- 2+ result / 50 reaction strength- visually negative. Repeat testing: plate (B)(4) run on (B)(6) 2011 sample (B)(6), well g3- neg result / 16 reaction strength- visually negative, well h3- neg result / 15 reaction strength- visually negative. Based on images, the roi for the h1 well needs to be evaluated for initial testing. After reviewing the images further, there is a noticeable yellow area in the bottom portion of the well that appears to be camera related. A service call was made and the issue was resolved by performing camera adjustments and adjusting roi for negative reactions. Customer retested the instrument and received expected results.